Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm2) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The root cause of error 23008 points to pot to encoder error, mtmr2, axis 8 (grip). The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23008 occurred. Before contacting the tse, the customer had tried to recover the error twice; however, the surgeon elected to use the other surgeon side console (ssc) to continue with the procedure. The tse confirmed error 23008 in the logs pointing to ssc 2 master tool manipulator (mtm). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was analyzed, and the reported error was confirmed in system logs and successfully replicated on a surgeon side console fixture test platform (sftp). Visual failures related to the reported problem found the magnet on grip lever not seated properly during inspection. The unit was then installed onto a sftp where magnet was found to be failing on the grip, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a detached lever magnet on the grip levers. This issue can be resolved by having the fse replace the mtm.

Event description:
Refer to h11 for follow-up information.